Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was power switching. Log file analysis showed abnormal power consumption and three transient power disconnects. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections involving the battery. As a result, the reported power switching and ¿transient power disconnects¿ were confirmed. The reported power consumption could not be confirmed; however, the recorded premature power switching events were most likely perceived by the patient as the reported power consumption issue. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.